Manufacturer narrative:
Qn# (B)(4). The customer returned a connector assembly for evaluation. Signs of use in the form of biological material were observed on the inside of both extension lines. Visual analysis revealed the venous (blue) and arterial (red) luer hubs were cracked and contained multiple scratches. The damage appeared consistent with repeated tightening on the luer. The instructions for use (IFU) provided with this kit states: "flush catheter thoroughly with normal saline to remove residual blood, post-treatment and before instilling heparin." The connector assembly was functionally tested by injecting both lumens using a water-filled lab inventory arrow raulerson syringe (ars) and closing the extension lines clamps. When the venous and arterial lines were pressurized, no leaking was observed at the hubs since the ars tip protruded past the cracks when assembled onto each luer hub. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. Both the venous and arterial luer hubs were cracked and contained multiple scratches. The appearance of the cracks was consistent with over-tightening on the luer hubs. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.